Event description:
The customer reported no video on the left monitor. There is no report of serious injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.